Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. The cause of the reported material puncture remains unknown.

Event description:
Related manufacture ref: 3005334138-2024-00289. During transseptal puncture, the needle punctured the dilator and sheath in the area of the curvature. The needle comes out either distally between the sheath and dilator or laterally in the area of the curvature of the sheath. Both the brk needle and the sl sheath were exchanged which did not resolve the issue. A fastcath sheath was then used to complete the procedure with no consequences to the patient.